Event description:
Legal counsel for patient reported patient underwent a total hip arthroplasty in 2010. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2014 due to patient allegations of pain, loss of range of motion, bone/tissue damage and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information provided indicates the initial procedure was a right total hip arthroplasty that took place on (B)(6) 2010. Additional information further indicates that a right hip revision procedure occurred on (B)(6) 2010 where all components were removed and replaced due to an unknown reason. A second right hip revision procedure took place on (B)(6) 2014 where the modular head and taper insert were removed and replaced with an active articulation liner and head.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-06585 & 07488).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a total hip arthroplasty in 2010. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2014 due to patient allegations of pain, loss of range of motion, bone/tissue damage and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information provided indicates the initial procedure was a right total hip arthroplasty that took place on (B)(6) 2010. Additional information further indicates that a right hip revision procedure occurred on (B)(6) 2010 where all components were removed and replaced due to an unknown reason. A second right hip revision procedure took place on (B)(6) 2014 where the modular head and taper insert were removed and replaced with an active articulation liner and head. Additional information received in the patient's revision operative report noted the reason for the revision on (B)(6) 2010 was due to a periprosthetic fracture, subsidence of stem, leg length discrepancy, and pain following patient fall. The modular head, taper adapter, and femoral stem were removed and replaced and a zimmer cocr cable and crimp were implanted. An additional operative report received noted the reason for the revision on (B)(6) 2014 was due to unspecified mechanical complication. During the revision metallosis, loose zimmer cable and debris communicated from cable to the joint, and fibrinous wear debris were encountered. The modular head, taper adapter, and zimmer cocr cable and crimp were removed and replaced with a new modular head, taper adapter, and a biomet active articulation liner.